Event description:
It was reported that a touchscreen on the pump was cracked and shattered, but the customer was still able to interact with it. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer on how to return the damaged pump. The customer agreed to these instructions and acknowledged the procedures needed with the replacement pump.